Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up and down buttons were hard to push. Sometimes the buttons would not work. They would either scroll too fast or too slow. The customer reported they had a high blood glucose of 400 mg/dl. They treated with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive up and down buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible under or over delivery anomaly due to unresponsive button. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address number label and stained end cap sticker.